Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that after receiving a replacement battery cap, the device was still draining batteries quickly and alarming low battery. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump passed all functional testing including the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. No unexpected low battery alert noted. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.